Event description:
Suspected intermittent over/under sensing on ventricular lead. Rv lead low impedance > 3000 times, minimal low impedance 102 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).